Manufacturer narrative:
Analysis found battery cpu board defective, no date and time. Software version (B)(4) is present. Cpu board has been replaced. The latest available software version (B)(4) has been installed. The device has been successfully tested according to its manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not working. There was no patient impact.